Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age for the patients represented in the article is male/68 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac troponin t in patients with cardiac implantable electronic devices undergoing magnetic resonance imaging. J. Intervent. Card. Electrophysiol. 2016;45(1):91-97. Concomitant medical products: competitor device cd2231-40.

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic devices and patients undergoing magnetic resonance imaging (MRI). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article did report that there was one patient who after several hours of having a magnetic resonance imaging (MRI), experienced chest pain. The patient was observed and was discharged after the cardiac troponin t levels were stable. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.